Event description:
Customer is experiencing problems with the enlite sensors. The sensors comes out with the serter. The sensor is sticking to the body. Sensors are getting stuck in the serter. The issue has happened a few weeks ago. The blood glucose reading is 130 mg/dl. Advised the customer of the exposed needle. The serter will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite-serter. Performed insertion test. Enlite-serter passed per specification. Enlite-serter connected and released properly.